Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 26. On (B)(6) 2023, non-osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.